Event description:
It was reported that the force sensor test error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top case was cracked by front corners. Plunger head was cracked by all screws. No damage on bottom case. Force sensor test error was found in the event history log. The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be fluid ingression inside of plunger assembly. Replaced the whole plunger assembly, plunger tube and leadscrew. Performed preventative maintenance and all functional testing which passed.